Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer advised they were at their dance class and saw a button error alarm. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer replaced the battery on the insulin pump several times which did not help. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.